Manufacturer narrative:
Product analysis: ¿ as found condition: the apollo micro catheter was returned for analysis within a shipping box and within two sealed tyvek biohazard pouches. ¿ visual inspection/damage location details: no damages or irregularities were found with the apollo micro catheter hub. Solidified onyx was found within the apollo catheter hub. The apollo catheter body was found ruptured ~14.0cm from the distal end with onyx residue found within the rupture. No bends or kinks were found with the apollo catheter body. The apollo tip was already detached from the catheter, and the detached tip was not returned for analysis. ¿ testing/analysis: the apollo micro catheter total length was measured to be ~167.6cm, the usable length (minus the detachable tip) was measured to be ~161.3cm. As the detachable tip was not returned, conformation to specification for usable length and tip length could not be assessed. The ldpe coupling tube overlap length was measured to be 1.5mm, which is within specification (specification: 1.0mm - 2.5mm). Onyx residue was found within the ldpe overlap region. The apollo micro catheter could not be flushed as it was found to be occluded with the onyx. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter ruptured with onyx¿ report was confirmed. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance, or pauses longer than two minutes. However, the cause for the rupture could not be determined. Customer reported normal pressure/injection rate, devices were prepared/flushed per IFU, mild resistance upon injection and patient vessel tortuosity as normal. Regarding the detachment of the distal tip, as an issue was not reported by the customer, the cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that an apollo catheter broke in the middle section. The catheter was flushed as indicated in the instructions for use (IFU). The devices were prepared as per IFU. The patient was undergoing arteriovenous malformation (avm) treatment. No patient injury was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that the apollo catheter ruptured during onyx injection. The patient was undergoing treatment for onyx embolization. The access vessel was the cca. It was reported that the onyx 18 was injected through the apollo catheter in a standard manner with standard pressure and normal injection rate. The middle of the catheter burst in the cca segment. There was no friction or difficulty during delivery, and there was no other damage to the catheter. The catheter was still intact. The patient did not experience any injury. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the liquid embolic was embedded into an unintended location. It flowed into the guide catheter and later embolized the external carotid artery. No additional medical intervention was required, and the patient did not experience any symptoms. The physician used a slow, continuous injection. Upon injection there was mild resistance. The patient's vessel tortuosity was normal.